Event description:
It was reported that t1 and t2 anchors of the fastfix 360 device deployed simultaneously. No patient injury or complications were reported.

Manufacturer narrative:
This device was received in used but good condition. Neither t1 nor t2 was returned. Suture was not returned. This device shows no obvious damage. There is no apparent twisting or bending of the delivery needle. The device actuates and cycles as intended. The complaint reported simultaneous deployment of t1 and t2. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.